Event description:
It was reported to medtronic minimed that the customer received a pump error 68 (trace pointers are invalid) and pump error 49 (history pointers failed. The history pointers are corrupted). The customer also reported that the insulin pump cannot be turned back on. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed for critical pump error and explained that when pump performed safety checks and an error was found. Pump does not show any signs of damage and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1886 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap was attached and locked into place properly during testing. The unit was downloaded successfully using thump software for reference, and no relevant alarms were noted in the download history review. Functional testing, including self test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and displacement test, could not be performed due to the blank display. The pump was cut open to perform a visual inspection, and moisture damage was found along the electronic assembly. The unit was separated from the electronic assembly. The following cosmetic damages were noted during visual inspection: pillowing keypad overlay, scratched case, keypad overlay texture damage, stained keypad overlay, cracked keypad overlay, serial number label missing, cracked battery tube threads, cracked case, cracked case-corner of belt clip rails, and cracked case (battery tube). In summary, the customer¿s allegation of pump error 68 and pump error 49 was marked as unknown because the unit had a blank display. The allegation of a blank display was confirmed due to moisture damage on the electronic assembly. The unit was separated from the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.